Manufacturer narrative:
The finish goods lot and the device history record shows that the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the fluidics management system occluded during a cataract eye surgery. The product was replaced and it worked fine. Additional information and product sample were requested for this case.